Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade IV and rupture. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture confirmed by MRI and capsular contracture grade IV diagnosed by touch. The device was explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation of the device, yellow particles, weight to the spec and crease folds. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The doctor reported rupture confirmed by MRI and capsular contracture grade IV diagnosed by touch. The device was explanted. This record relates to the right side.